Manufacturer narrative:
Analysis of the extension found the extension conductor wire was broken within 10 cm of the connector area and the extension insulation had a breached depression. It was noted the #2 conductor wire was broken at the edge of the molded rubber and a breached depression in the insulation was observed at the same location.

Event description:
It was reported the patient's extension was broken. It was stated high impedances were seen, the patient felt intermittent stimulation and a loss of stimulation and therapeutic effect. It was noted the patient experienced pain and less than 50% therapy relief on the left side of their body. The extension was successfully replaced. Hospitalization was required for the surgical intervention. Impedance levels returned to normal post-operatively. The patient outcome was reported as "alive " no injury/no adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 748240, serial# (B)(4), explanted: (B)(6) 2013, product type: extension. (B)(4).